Manufacturer narrative:
(B)(4). The site has indicated that the incident sample was not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colon resection while fusing and dissecting the large bowel mesentery and mesenteric vessels, the device did not properly seal vessels. An end tone, indicating a completed seal cycle, was heard, but the seal was not completed. The tissue was regrasped and sealed with the same device. There was no pt injury.